Manufacturer narrative:
Initial MDR was inadvertently sent with the incorrect information in: type of reportable event.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering observed various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole sizes are approximately .010 inches to .035 inches with varying shapes (round and oblong) and are located from .070 inches to .340 inches above the silicone to sleeve interface. The tip cover also has various mechanical tears in the general vicinity of the holes.

Event description:
It was reported that approximately 3 hours into a da vinci si hysterectomy procedure, while using the monopolar curved scissors instrument with the tip cover accessory installed, the site observed arcing to the patient's pelvic sidewall. The monopolar curved scissors instrument was removed and the tip cover accessory was replaced. No repair was required and the planned surgical procedure was completed. No patient harm or adverse outcome was reported. The following medwatch report was submitted to the FDA in relation to this event: MFR report 2955842-2011-00166.